Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retention samples from the bd inventory were functionally tested with deionized water. From this testing it was determined that all 20 tubes drew within specification and, none of the samples pushed off the needle. Bd was unable to confirm customers indicated failure mode based on the retained samples test results for both defects. No definitive root cause could be established for the reported defects. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tube there was under-fill or low draw of a tube with blood and whole tube push off non-patient end of needle. The underfill event occurred 2 times. The push off event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "rubber bung of edta is resistant when venipuncture performed resulting in the need to apply force when performing venipuncture. Tubes are also underfilling."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 10-aug-2022. H.6 investigation summary bd received 2 samples for investigation. The samples were evaluated by functional testing and the indicated failure modes for draw volume and tube push off with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to draw volume or tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes of draw volume and tube push off. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tube there was under-fill or low draw of a tube with blood and whole tube push off non-patient end of needle. The underfill event occurred 2 times. The push off event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "rubber bung of edta is resistant when venipuncture performed resulting in the need to apply force when performing venipuncture. Tubes are also underfilling."